Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for congestive heart failure and kidney failure. During the hospitalization, the customer experienced high blood glucose levels that would not come down with boluses or manual injections. The customer's doctor verified that the insulin pump settings were correct. Nothing further was reported.